Event description:
It was reported that the customer experienced a low blood glucose level of 47 mg/dl. However, her sensor glucose value read 147 mg/dl. The insulin pump kept alarming the customer all night that her blood glucose level was low. The customer declined troubleshooting. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).